Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: sids (B)(6), section e1 - facility name = (B)(6). Section e1 - address 1 = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity c creatinine result generated for a 30-year-old female patient sample. The following data was provided (customer¿s reference range 45.00-133.00 umol/l): (B)(6)2025 sample ID (B)(6) initial result = 474.51 umol/l, same patient, new sample obtained. Sample ID (B)(6) result = 53.47 umol/l. The initial sample was repeated on another analyzer (B)(6) and the results = 571.06 umol/l, 918.75 umol/l. Siemens platform results = 195.00 umol/l, 230.00 umol/l. Mindray platform results = 35.30 umol/l, 40.20 umol/l. Second sample - sample ID (B)(6), was repeated on the mindray platform and result = 33.20 umol/l. No impact to patient management was reported.

Manufacturer narrative:
Additional information: section h4 - device mfg date updated from blank to 4/17/2024. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. The ticket search by lot and trending review did not identify an increase in complaint activity related to the current issue. Device history review did not identify any non-conformances associated with the complaint lot and complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c creatinine reagent lot 79666un24 was identified.

Event description:
The customer observed a falsely elevated alinity c creatinine result generated for a 30-year-old female patient sample. The following data was provided (customer¿s reference range 45.00-133.00 umol/l): (B)(6) 2025 sample ID (B)(6) initial result = 474.51 umol/l, same patient, new sample obtained. Sample ID (B)(6) result = 53.47 umol/l. The initial sample was repeated on another analyzer (B)(4) and the results = 571.06 umol/l, 918.75 umol/l. Siemens platform results = 195.00 umol/l, 230.00 umol/l. Mindray platform results = 35.30 umol/l, 40.20 umol/l. Second sample - sample ID (B)(6), was repeated on the mindray platform and result = 33.20 umol/l. No impact to patient management was reported.